Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: mechanical (g04) - femur. Reported event was confirmed by review of pictures provided. Visual examination of the provided pictures identified an explanted femoral implant that is fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: tibial component catalog # 00584200402 lot # 63838877 articular surface catalog # 00584202409 lot # 63758111 g2: canada h3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure four years post implantation to be converted from a uni-compartmental knee to a total knee arthroplasty. During the revision, the surgeon noted the femoral implant was fractured. Attempts to obtain additional information have been made; however, no more is available at this time.